Manufacturer narrative:
Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Worldwide data from abbottlink was reviewed and determined that the patient median result for the lot is comparable with other lots in the field and within established baselines confirming no systemic issue for the lot. Accuracy testing was performed to evaluate the performance of reagent lot 78489un22. An internal troponin-I panel was tested with a retained kit of the likely cause reagent lot. Acceptance criteria was met, which indicates acceptable product performance. Based on the investigation, no deficiency for lot number 78489un22 was identified.

Event description:
The customer observed an upward shift in qc values with architect stat troponin-I reagent lot 78489un22. The customer decided to test patient samples on (B)(6) 2022 using two reagent lots (78489un22 and 32533un22) for comparison. Results for two patient samples were found to be discrepant. Sid (B)(6): 30.9 ng/l lot 78489un22 (positive). 23.9 ng/l lot 32533un22 (negative). Sid (B)(4): 35.5 ng/l lot 78489un22 (positive). 22.1 ng/l lot 32533un22 (negative). The customer's normal patient range is 0 - 30 ng/l. The customer reported the results that were generated with reagent lot 32533un22. The customer decided to stop using reagent lot 78489un22. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.